Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016.

Event description:
It was reported that within one day post-implant, the device had stopped pacing and it was thought that the rv (right ventricular) lead was dislodged. The pocket was opened and the lead was tested, showing it to be fine but there was still no pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.